Event description:
Additional information noted that patient's condition was stable during and post intervention.

Event description:
It was reported that patient presented for follow-up in remote. It was noted that pacemaker exhibited over sensed noise. Programming changes were made resolving the issue. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.